Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: april 18, 2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the complaint lens was received inside a glass vial, cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing the lens was damaged at the edge and was scratched. One haptic was bent. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens was explanted due to blurry vision, peripheral vision blockage and inability to adapt which were observed approximately eight months after surgery. The lens was removed during a secondary surgery and replaced with an unknown lens. There was no incision enlargement, no sutures, and no vitrectomy required. The patient has fully recovered. No further information is available.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.